Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. On (B)(6)2010 at 13:18:14, the device recorded a patient alert for excessive charge time.

Event description:
It was reported that there was long charge time, a charge circuit warning, and that the deivce was at eol (end of life). It was also reported that there was increased threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.